Event description:
The dentist reported a screw fracture and removed it. Implant remains placed.

Manufacturer narrative:
Visual inspection of the screw revealed it had fractured from the center. The screw threads as well as the shank surface had a large amount of wear damage, and the inner screw hex had some wear damage as well. There was also strong evidence of some unconfirmed foreign or biological material that was found on the screw threads. This could probably be some left over residue such as fluids or dried blood from the patient¿s mouth. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.